Manufacturer narrative:
The health professional at the facility reported that the device connections and settings were checked and inspected. The sdi cable was examined to make sure that it was not bent, pulled, twisted, coiled, squeezed or crushed. After troubleshooting, the problem was with the monitor cable and it was replaced to solve the issue. Since the problem was resolved, the device will not be returned to olympus. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that during preparation for an ent (ear, nose, and throat) procedure, the monitor displayed no synch (no signal detected) when using a video system center. There was no procedural delay as the patient was moved to a functioning equipment. The procedure was completed successfully. The patient was not under anesthesia at the time of the event and there was no patient injury or medical intervention associated with the event. No additional information has been obtained.

Manufacturer narrative:
This is a supplemental report to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and corrected data. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The definitive root cause of the reported issue was not identified. The probable cause may be due to the monitor cable that was connected to the device at the time of the event. H3 : not returned to manufacturer.